Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator failed internal leakage test during pre-use test. The reported issue has been confirmed during evaluation of received problem description. Customer did not required service/service was cancelled. No further information has been provided. The root cause of the event has not been determined. H3 other text : 4117, 4114.